Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three-days post implant procedure, the left ventricular (lv) lead had dislodged. It was noted that the lv lead had no capture in all configurations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.